Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the device misfired and there was poor staple formation. The surgeon used a new cartridge and the same handle and was able to continue the case. There was no unanticipated tissue loss. There was less than 300cc of blood loss and there was more than a 30 minute delay I the case. To address the problem he over sewed the staple line and used omentum to buttress the staple line.

Manufacturer narrative:
(B)(4).